Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER not feeling well. Patient had septic embolism and growth on the rv lead was suspected. A single episode of vf showing lead noise was observed and could not be reproduced with isometrics. Slight rise in capture threshold and a decrease in impedance were observed. Sensing was stable. Explant of the lead was recommended. Patient presented for a routine device check and entire system was found to be infected. The patient was not aware of the infection. The lead was explanted. Insulation abrasion was noted on the rv lead post-explant. The procedure was completed successfully without adverse consequence to the patient. The patient was in good condition following the procedure.

Manufacturer narrative:
A partial lead measuring 48.7cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.2-9.3cm and 3.3-6.0cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 8.9-9.2cm, 9.0-10.0cm, 11.0-12.0cm, and 15.6-16.7cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 2.8-2.9cm and 4.8-8.1cm from the distal end of the svc shock coil. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inadequate capture.